Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing broke off inside the central line catheter and the patient had to have their central line replaced. There is no report of lasting patient harm.